Manufacturer narrative:
On (B)(6) 2015. Concomitant medical devices: lnc-10-ge cable and ge monitor.

Event description:
It was reported that the device stops working in the middle of a case. Customer reported observing an error message but did not observe an audible alarm during the event. There were no known consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.